Manufacturer narrative:
The customer did not have the box for the test strips, so she was unable to provide a proudct code.

Event description:
The customer called in for help with her meter. While troubleshooting, she performed control tests and rec'd results of 28, 30, and 30 mg/dl. The normal control range was not provided, but it should have been around 76-109 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement test strips will be sent.